Manufacturer narrative:
System analysis/service repair completed on may 18, 2016: the reported issue ¿decreased vaporization¿ could not be confirmed. Turned on laser and checked log files, no error codes were noted for either entry 9:26 and 9:36; verify power at 80w-180w into ophir power meter ca2261h; all powers were noted to be within 1% requested power output; saved log files after verifying powers. Laser performs according to manufacturer¿s specifications.

Event description:
It was reported that during a bph surgical procedure "decreased vaporization" was noted. The fiber was exchanged and the second fiber exhibited same issue. The case was completed using an alternate procedure (turp). Patient outcome "ok." No injury to the patient was reported.